Manufacturer narrative:
Section b3 - date of event: exact date not provided. Best estimate is between implantation ((B)(6) 2024) and the post-operative examination a few weeks later ((B)(6) 2025). Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6) section g4 - PMA/510(k) #: this report is being filed on an international device; tecnis eyhance simplicity toric ii optiblue with tecnis simplicity, model diw series that has a similar device, tecnis eyhancetoric ii iol with tecnis simplicity model diu which is distributed in the united states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that one day after the preloaded toric intraocular lens (iol) was implanted, the patient distance visual acuity was 1.5. Account indicated that there were no problems during lens implantation. During the postoperative examination on (B)(6) 2025, the patient complained of poor visual acuity. The distance visual acuity was reduced to 0.8, and now reduced to 0.6. The account also indicated that there was about 10 to 20 degrees of the iol axis deviation. No further information was provided.